Event description:
Report received of a fusarium keratitis case. It was reported that the patient was using an unknown type of renu solution, and that there were some compliance issues. The solutioon negative for fusarium. The patient was referred from an optometrist, to an ophthalmologist and then to the reporting ophthalmologist. The infection was treated with natamycin and the patient recovered vision is 20/20.